Manufacturer narrative:
(B)(4).

Event description:
Distributor contacted dexcom on (B)(6) 2015, on behalf of the foreign patient to report that on (B)(6) 2015, all data from the previous 24 hours had disappeared from the receiver screen. It was stated that the sensor had been inserted on the patients back. No additional event or patient information is available. The complaint device was not returned for investigation. It was reported that the sensor insertion site was at the back. It should be noted that the dexcom g4 platinum continuous glucose monitoring system user guide states: sensor placement and insertion is not approved for sites other than the belly (abdomen). However, the reported events cannot be confirmed and a root cause cannot be determined.